Event description:
Involved components: nx016k/ vega ps femoral component cemented f7l (aesculap ag reference no. (B)(4)). Nx059k/ vega ps tibial plateau cemented t5 (aesculap ag reference no. (B)(4)). Nn260p/ plug f/tibial plateau (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Investigation results: visual inspection: pictures were taken upon receipt of the products. It could be determined that the post of the meniscal component is broken/ damaged. Both breakage surfaces (major part, minor part) show no visible hints regarding a material or manufacturing failure. Furthermore, there are no visible material defects such as irregularities in the material structure or foreign material inclusions of any kind. The broken post / minor part shows outwardly several signs of delamination. The gliding surface of the meniscal component shows little visible and noticeable scratches and imprints (wear marks) which were possibly caused by bone cement and/or bone chips. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to the manufacturer´s reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reasons - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/ preventive measures: based upon the investigation results, a definite root cause for the breakage cannot be determined. There is no indication for a material, manufacturing, or design-related failure. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a component of vega knee implants. According to the complaint description, a revision of the inlay had been planned for (B)(6) 2024. The implantation had occurred on (B)(6) 2020. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no.(B)(4).

Manufacturer narrative:
Additional information: b5 - description update, b6 - x-ray, d1 - brand name, d4 - product, batch number, expiration date, d10 - involved components, g4 - 510k, h4 - manufacture date.

Event description:
Update: the product code was updated to nx151 - vega ps gliding surface t5 12mm. Involved components: nx016k/ vega ps femoral component cemented f7l (aesculap ag reference no. (B)(4)). Nx059k/ vega ps tibial plateau cemented t5 (aesculap ag reference no.(B)(4)). Nn260p/ plug f/tibial plateau (aesculap ag reference no.(B)(4)).